Event description:
It was reported that during follow up, loss of rv capture was observed. Lead impedance was steadily increasing since implant. Lead was capped and replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 10.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.